Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient's infusion set's plastic tubing totally detached from the needle at the tubing connector during an outdoor event-working and he had no idea why it detached. Patient's blood glucose level was 300 mg/dl the site location was his abdomen and the pump was located right under his clothes and the set is 5-6 inches near to pump. Moreover, the infusion had been used for the second day. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.